Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. Device received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia on (B)(6) 2019. The customer blood glucose level was unknown at the time of hospitalized. Customer stated that they treated for low blood glucose value with glucose tablets. The customer stated that the auto mode feature was active. Customer stated insulin pump was over delivering the insulin. Customer also stated that there were no response from any button. Customer stated the insulin pump was neither dropped nor exposed to moisture. Customer was able to successfully clear the alarm and all buttons are responding. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.